Event description:
The customer reported that the device was not detecting the test load, pads bias power pca entries were noted in the system log.

Manufacturer narrative:
(B)(4): the customer reported that the device was not detecting the test load, pads bias power pca entries were noted in the system log. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.